Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump plunger would not stop and empties the reservoir during the start-up. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed the functional test, including the self test,  sleep current measurement, active current measurement, rewind test,  prime/seating test, basic occlusion test, occlusion test, force sensor  test, displacement test and the delivery accuracy test. No prime anomaly noted.  The motor functioned properly during testing. No drive/motor anomaly noted.  The motor was tested outside of the unit and passed.  Unit had minor scratched display window, scratched case,   pillowing keypad overlay and keypad overlay texture damage. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.